Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Manufacture date was not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the large malleable suction stopped navigating during the case. There was no signal. It worked for half of the case then all of a sudden it stopped tracking. Troubleshooting involved the site opening a new suction and it resolved the problem. No impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the suction was used with ent software and a flat emitter. A manufacturer representative stated that the potential cause of why the suction stopped tracking was that the imbedded wire got severed or a short occurred in the connector or wire.